Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 20 day post-operative CT performed on (B)(6) 2015 showed the presence of a type ia endoleak due to the aortic body stent graft being positioned distal to the intended landing zone, placing the aortic body sealing rings in an aortic vessel diameter outside the treatment range for the implanted stent graft. As of the date of this report, there is no planned re-intervention and the patient will continue to be monitored.

Manufacturer narrative:
Device remains implanted.